Event description:
Customer reported she wanted to replace the insulin pump because the reservoir was stuck in the device and she was unable to take it out. Customer's blood glucose was over 600 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with broken and or damaged motor slide tip, cracked case at display window corner, reservoir tube lip, minor scratches and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.